Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: ¿complaint description: a foley catheter which was in use at the internal ward failed to deflate.¿

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on march 1, 2013. Note: the actual date of event is unk, so the date used was the date we became aware.